Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instructions for use (IFU) was performed and it was confirmed the IFU gives instruction for proper handling of the product. This may prevent the indication phenomenon. Regarding the installation and removal of the video connector, the following is stated in the instruction manual. Do not touch the electrical contacts inside the video system center's connectors. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The device in question has been manufactured more than six years ago. The most likely cause is that the pin in the video connector has worn out due to long-term repeated use or that the user has exerted excessive force on the video connector, causing the electrical contact to have a contact failure and in turn causing the image to be interrupted.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Worn pins inside the video connector were found, causing loss of image when the pigtail was manipulated (wiggled).

Event description:
A user facility reported to olympus that the image was flickering. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.